Manufacturer narrative:
Updated h3 to no. Updated h6 codes to reflect completion of device investigation.

Event description:
Customer stated "transport chair has a bent wheel fork".

Manufacturer narrative:
It was reported that the wheel on the transport chair was not functioning as intended ("transport chair has a bent wheel fork"). There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.